Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump has a clear, plastic piece that holds cartridge in place which is broken. A replacement pump was expedited. The patient also reported feeling hot and nervous since she was off medication for over one hour attempting to get the pump to work. By the end of the call, the infusion was restarted. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned to manufacturing for investigation. Visual inspection of the returned device confirmed that no labels were removed, but the device exhibited syringe port damage and the screen was scratched. Results: the reported issue was confirmed as visual inspection confirmed that the syringe port of the rear housing is damaged and the front housing screen is scratched. Error codes were not found in the event history log. Root cause of the reported problem would be attributed to damaged syringe port of rear housing and screen of front housing. The front and rear housing will need to be replaced. Who caused the problem is unknown. A device history record DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: d4: correction: model number: 7400.